Event description:
It was reported that the customer was experiencing unexplained high blood glucose of 12.1 mmol/l. It was stated that the customer delivered a bolus of 8.0 units before bedtime and the glucose was 27.8 mg/dl, but she did not give any correction. The blood glucose reading at time of call was 29.2 mg/dl, and she felt nauseous and thirsty. Troubleshooting was performed. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. The customer stated that she had not received no delivery alarm recently. Assisted the customer to change the entire infusion set and reservoir using a new vial of insulin. It was stated that after thirty minutes, the customer's glucose level was 29.2 mmol and she started to feel dizzy. The customer mentioned having a large red lump on the back of her neck, and it has been painful. Advised the customer to seek medical attention and the customer agreed to go to the near emergency room. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.